Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found diagnostic codes relevant to the reported malfunction recorded in the memory log. The se replaced the breath delivery (bd) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.